Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with neurostimulator (ins) for spinal pain. Patient reported an extreme burning/stinging in her legs, as well as the legs/feet going numb. Patient also states when she turns around/twists, she gets an intense stinging in her back/spine area. Pt states that was occurring after implant and seemed to be improving but has continued. Patient stated she had tried increasing/decreasing stimulation and turned the implantable neurostimulator (ins) off, but the issues still occurred. Patient confirmed ins was off with patient programmer (pp) over the phone. Caller to follow up with healthcare professional.